Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. The patient was treated with intravenous antibiotics. The device was explanted after finding pus in the pocket during revision for suspected hematoma. Additional information received from the field representative indicates that the patient was not septic. No additional adverse patient effects were reported.